Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 6.8 and 7.2 inr. The corresponding lab result reported was 3.7 and a repeat of 3.95 inr.1